Event description:
It was reported the device did not have a screen display during attempt for electric shock defibrillation. The device was immediately replaced for rescue. The device was in clinical use but there was no reported adverse event. The reported problem was solved by a third party. After replacing the battery, the device was successfully returned to service. Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Reporting institution phone and reporter phone: (B)(6). The reported problem was solved by a third party.